Manufacturer narrative:
Manufacturer's investigation conclusion: the mpu, serial (B)(6) , was returned following the reported event of a hot controller when connected to the mpu. A review of the submitted log file spanned approximately 7 days ((B)(6) 2021 per time stamp). There were only routine power cable disconnect alarms active in the log file. The controller temperature ranged from 40 to 55 degrees c. No other notable alarms active in the log file. A review of the submitted log file of the new controller spanned approximately 4 days ((B)(6) 2021 per time stamp). There were only routine power cable disconnect alarms active in the log file. The controller temperature ranged from 30 to 45 degrees c. No other notable alarms active in the log file. During the evaluation of the returned mpu, serial (B)(6) , there was no physical issues with the unit. The mpu was run on a mock loop with a test controller and the issue could not be reproduced. The unit was run several days without issue. A full functional test was performed and the unit passed all tests. The unit was returned to the customer site. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-04415. It was reported that patients controller was "too hot to touch" only when attached to wall power outlet via mobile power unit. The patient did not have any modifications to his equipment and did not experience any alarms. He reported that the controller would cool off when on battery power. He did not use electric blankets or report any other activities/details that may lead to this issue. Log file analysis captured controller temperature readings. The patients controller and mobile power unit were exchange . The patient said reported that the exchanged controller did not feel warm. Log file analysis captured a few set speed changes, clusters of pulsatility index events, as well as routine power source changes. The controller temperature readings appeared to be within normal parameters.